Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a catheter placement procedure. It was reported that there was an artifact on the anterior posterior (ap)/lateral images. There was a black line artifact in the upper left hand corner. The scans looked normal on the navigation system when transferred. The next step was to run a rad gain calibrations. There was no delay to the procedure. No impact on patient outcome. Additional information was received. It was reported that no artifacts were transferred to the navigation system in use. Additionally, it was noted that the issue did not recur in subsequent procedures the following day.